Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufacture date: october 15, 2020 - october 16, 2020. H10: the device was received containing no fluid in the bladder. A needle connector was attached to the infusor's distal luer. The needle connector was not a baxter product. Visual inspection on the infusor sample and the attached needle connector using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the infusor with green colored water and no evidence of leak was observed. After fill, the infusor was monitored until the next day. The next day, no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #2 is being corrected from blank to 07/30/2021.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 07/29/2021.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked after use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.